Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. The nurse did not think it was due to a break in aseptic technique. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. Treatment information was not provided. Dianeal therapy was ongoing. The patient was recovering. On (B)(6) 2010, the patient was discharged from the hospital. The patient's concomitant medications were not reported. According to the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 therapy.